Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, resistance was encountered and catheter damage occurred. The lesion was located in an unspecified bile duct. Upon attempting to advance the 7 x 7 cm rx stent through an unspecified guide catheter, resistance was encountered. The physician attempted to advanced the guide catheter, however, an unspecified guide wire came "out from the site port of the catheter" and the physician noted that the catheter was deformed. The device was removed and another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".